Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 2/1/2016. (B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh repair and cystoscopy on (B)(6) 2015 due to chronic pelvic pain and bleeding. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal of the vaginal foreign body and repair of vaginal laceration on (B)(6) 2014 due to vaginal laceration. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh removal on (B)(4) 2012 due to erosion. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparoscopy, laparoscopic left ovarian cystectomy with ovarian conservation, and diagnostic cystoscopy due to ovarian mass, left ovary, sui and urethral hypermobility. It was reported that patient underwent laparoscopic supracervical hysterectomy, left salpingo-oophorectomy, enterolysis, lysis of adhesions, and adhesion barrier placement on (B)(6) 2007.

Manufacturer narrative:
It was reported that patient underwent laparascopic supracervical hysterectomy, lso, enterolysis, lysis of adhesions and adhesion barrier placement on (B)(6) 2007 due to pelvic pain post endometrial ablation, transvaginal tape, multiple exploratory laparoscopies, c-section x 2 and omental bowel and bladder adhesion. (B)(4).